Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed delayed mode switch episodes due to under-sensing on the pacemaker. Programming changes were recommended. No patient symptoms or intervention was reported.